Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Wet self-adhesive. Issue has occurred several times over the past 2 weeks. Patient has had elevated blood glucose levels (15-18mmol/l). Patient feels that the cannulas are faulty. No adverse event alleged. A request was made for the return of the device.